Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the internal pins in the usb port was observed. The reader passed all self test's. It was determined that the observed usb port damage does not affect the reader's ability to charge or connect to a pc. The reader was sent for further investigation and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, corrosion, or burn marks were observed. The returned battery was measured at 3.79v which is within specificaton of 3.7v ¿ 4.2v. Reader current was measured and was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the internal pins in the usb port was observed. The damage observed to the pins is likely due to the user having incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port. It was determined that the observed usb port damage does not affect the reader's ability to charge or connect to a pc. Built-in reader test was performed and the test passed. No evidence of "reader is not charging and too hot to hold" was observed. The reader was sent for further investigation and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, corrosion, or burn marks were observed. The returned battery was measured within specification. Reader current was measured and was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. The customer did not return the usb charging cable or adaptor. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. The observed damaged internal pins of the usb port does not contribute to the customer's complaint. Therefore, this issue is not confirmed. H11 has been updated based on additional investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.